Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, version: 2.1.0 . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon alleged an inaccuracy with an imaging system spin. The surgeon had the reference frame at the top of the scan region and started placing screws from the bottom, moving towards the reference frame. It was reported that the screws at the top were placed accurately, but the screws at the bottom where the surgeon started were inaccurate. The exact amount of inaccuracy was unknown. Additional information was received clarifying that one set of screws was accurate and they had to redo the screws on the second side. The surgeon removed the screws, re-spun, and placed the screws. The second spin was accurate. There was a 30 minute delay to the procedure and no patient harm as a result of the issue/screw revision. It was also reported that the suspected cause of the reported event was potential frame movement.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause. The issue was suspecting due to frame movement, but provided insufficient information to determine root cause of the reported behavior. Fdm10, fdr 213 and fdc 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the alleged amount of inaccuracy was 3-5 millimeters. It was also clarified that the site believed the frame moved after the first side because the first side of screws was placed accurately. The site has done about 6 cases since this issue and everything functioned as intended.

Manufacturer narrative:
H3) the manufacturer representative reported that he went to the site to complete a system checkout. No issues were found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.